Event description:
It was reported that during a pulmonary vein isolation procedure, a faradrive steerable sheath clear was selected for use. During the procedure, but after ablation, the transeptal access was lost, and the sheath slipped into the right atrium. Transeptal access was regained, and the sheath was reinserted in the left atrium, however, it could not be aspirated. The physician attempted to move the sheath in different positions without success. When the sheath was brought back to the right atrium, it was possible to aspirate the sheath again. Subsequently, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to return as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.